Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. PMA/510(k)#: k980987 or k151766. A lot number could not be confirmed for this incident and without this information we are unable to determine the 510k. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 3ml ll 200 s/c had foreign matter in the syringe. This occurred on 5 occasions. The following information was provided by the initial reporter: material no: 309657 batch no: unknown (provided m722098). It was reported that the caller discovered a white filament in the syringe. Event description per email states: caller reported a white filament in the syringe and was told to call back if it happens again. Number of occurrences: 5. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Did issue cause any injury? No. Did customer require medical intervention? No, customer received normal assistance by a 3rd party but was not incapacitated due to issue. Is product available for return to bd? Yes. Cts informed caller bd might follow up regarding return of syringe/needle. Caller acknowledged.(contact: +). Resolution: caller successfully filled a cartridge with insulin. No further follow up is required.